Manufacturer narrative:
(B)(4). All available information was investigated and the reported complete clip detachment (ccd) and gripper actuation issue could not be tested due to the condition of the returned device (clip was returned deployed). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigation and the reported ccd appears to be due to challenging patient anatomy; however, the reported embolism appears to be due to ccd which subsequently resulted in the reported tissue damage and mitral regurgitation (mr). Additionally, a definitive cause for the reported gripper actuation issue could not be determined in this incident. The reported patient effects of emboli, mitral valve injury and mr, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue and complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. During clip deployment, it was noted that the posterior gripper did not come down. Troubleshooting was performed and after 30 minutes the leaflets were grasped and the clip was deployed. Shortly after deployment, the clip detached from both leaflets and embolized in the left atrium. After the complete clip detachment (ccd), it was noted that the leaflets completely fell apart and the mr returned to 4+. In the physicians opinion, the ccd was due to the leaflet anatomy. The patient was sent for mitral valve replacement surgery and the clip was removed. No additional information was provided.